Manufacturer narrative:
Device not returned.

Event description:
It was reported that an occlusion alarm occurred. Customer changed infusion set and alarm reoccurred. Contact cleared the alarm and resumed insulin delivery; alarm did not reoccur. Customer's blood glucose was 306 mg/dl and after clearing alarm, bg lowered to 234 mg/dl.